Event description:
During preparation of the microcatheter the physician noted there was a hole behind the tip of the catheter. The physician had the same issue with a second microcatheter and the procedure was completed using a third microcatheter. There was no patient involvement.

Event description:
During prepration of the microcatheter the physician noted there was a hole behind the tip of the catheter. The physician had the same issue with a second microcatheter and the procedure was completed using a third microcatheter. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. During visual inspection of the device it was noted there was a kink noted at 112 cm from the hub and at 145.5 cm from the hub. A functional test was performed and no resistance was met when a mandrel was introduced through the catheter hub and advanced through the distal end. The catheter was flushed with water and the water proceeded to come out of the distal end and no hole was observed. A root cause of handling damage will be assigned to this complaint, as it was stated that the device was not used the likely cause of the damage noted could be caused during the preparation handling of the device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.